Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008087, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008087 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12 on 10/jul/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f06372 was manufactured according to the wi version 42 and manufactured in the machine mp04 & mp08, on 07/jul/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f06375 was manufactured according to the wi version 42 and manufactured in the machine mp04 & mp08, on 11/jul/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g01883 was manufactured according to the wi version 42 and manufactured in the machine mp04, on 08/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 while bath. The site of detachment was close to site location which is left side of abdomen. The infusion set was used for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.